Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A review of the event history log revealed 'downstream occlusion' messages. A service history review revealed no issues that could have caused or contributed to the reported issue. During evaluation the device alarmed downstream occlusion. The cause was identified to be an out of specification force sensor, the force sensor scale factor was calibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed downstream occlusion. No additional information is available.